Event description:
(B)(6) health put four amalgam fillings in my mouth which is causing side effects the side effects are tremors and eye blinking and speech problems I already had a speech problem and a tic disorder but due to the fact that I have amalgams in my mouth my speech is worse and my tics are worse and I don't remember the date I got my fillings done at (B)(6) health on (B)(6). The date I put down is a estimate date. I only had dental x-rays done at (B)(6) health. (B)(6). Reference reports: mw5147509, mw5147510, mw5147512.